Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in backup mode. The patient's pre-existing medical condition was "cause of slow escape rhythm vf in the clinic." The patient was recovering after the event.